Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the patient reported that the pump exhibited intermittent alarms of "upstream occlusion". No patient injury reported.